Event description:
The patient was experiencing inconsistent performance with the device. Analysis of the explanted device revealed a break in the silicone carrier at the electrode lead exit from the stimulator. Explantation/reimplantation surgery was performed. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.